Event description:
Unnecessary and harmful implanted defibrillator (ICD) with ongoing contractions to the chest and heads from the wires and pulse generator constricting the chest. Increasing scar tissue prevents removing without harm. Implant by (B)(6) hospital to the side effects of midazolam by paramedics and ER combined with intubation and arctic sun cooling pads. Five questions about enforcing a device. First, is abiomd¿s (abmd) impella heart pump unnecessarily being used, and not for heart failure or cardiac disease as FDA approved in 2016? Second, are abmd and (B)(6) hospital promoting themselves with doctor photos and personal-interest story in the (B)(6) about impella and patient (B)(6) instead of reporting about medical practice to health journals? Third, did the patient (B)(6) have syncope or fainting, and not a lapse of consciousness (loc) from cardiogenics? Fourth, was (B)(6) medically-induced by (B)(6) hospital with sedation, intubation and cooling pads, and not his ventricles? The reports indicated the excessive and unnecessary treatment by (B)(6). Five, did the (B)(6) year old patient have the short-term enlarged heart of a growing body and sports activity, and not long-term cardiac enlargement and cardiomyopathy for implanting a defibrillator? And was the defibrillator implanted without the FDA-required 60 day waiting period for cardiac recovery such as the side effects of abiomd¿s impella heart pump on the ventricles? FDA safety report ID # (B)(4).